Event description:
A site reported that during primary cataract surgery when loading the light adjustable lens (lal, sn: (B)(6), 22d), the scrub technician damaged the optic body. After the lal was delivered into the patient's eye, the surgeon noticed a visible scratch on the optic body and decided to exchange the lal. The surgeon noticed a small anterior capsule tear after the lal was exchanged. An iol from a different manufacturer was implanted as a replacement due to the site not having another lal available for implantation.

Manufacturer narrative:
The device history record for the manufacturing lot was reviewed and there were no discrepancies or unusual findings. Manufacturer reference#: (B)(4).